Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 500:320:844:0000 was confirmed during product evaluation. This condition was caused by a damaged channel select key on the channel a pumphead module keypad. The channel a pumphead module keypad was replaced to correct the reported condition.

Event description:
The customer states that two samples from one patient were processed using the architect anti-hbc ii assay. The first run produced a (B)(6) result compared to a (B)(6)result obtained on a new sample eight days later. The sample was confirmed as (B)(6)using an alternate method (vidas). No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 500:320:844:0000. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A root cause investigation is in progress through (B)(4).